Event description:
It was reported that the footend lift was elevated and would not lower due to cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.